Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they called their daughter who fixed their device right away. They have not had any problems since. No further complications reported/anticipated.

Manufacturer narrative:
Date of event was reported as follows: not feeling stimulation/stimulation off = (B)(6) 2018; programmer issue = (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stopped feeling the stimulation on (B)(6) 2018. The patient stated that the programmer cord wasn¿t very long and they had a hard time seeing the screen. They had read the instructions but was unable to figure out how to use the programmer (these issues occurred on (B)(6) 2018). The patient attempted to connect to the ins but it was unsure of what button the patient was pressing. They stated that they were seeing the screen which told them to turn the stimulation on. Using the programmer, it was determined that the stimulation was off. The patient was able to turn the stimulation back ons and they could feel it. There were no further complications reportedor anticipated.